Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic appendectomy procedure. The device began to fire and only partially fired. The central staple line was incomplete and there was poor staple formation. The incomplete staple line was completed using manual suturing. A new load was used and it did not work. One of the reloads broke off the handle (not into the patient cavity). The procedure was extended longer than thirty minutes due to the product problem. No patient injury.